Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet bionic pancreas, with a documented lowest blood glucose of 60 mg/dl and confirmation that meals were announced; the user treated with oral glucose tablets and was advised to continue monitoring. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included temporary impairment due to low glucose that was corrected with oral carbohydrate without medical intervention or ketone testing. Investigation included complaint intake assessment, user interview, and troubleshooting with education on monitoring and treatment of low glucose. Investigation of this case revealed no identifiable device malfunction and an unclear cause for the hypoglycemic event. It was concluded that the event was user-experienced hypoglycemia with cause unclear and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.